Event description:
During a stent implantation, a perforation had occurred in the lad. The pk papyrus covered stent system was delivered, but ivus confirmed a deformation of the covered stent at the proximal edge. The device was retrieved, and another pk papyrus covered stent of same size was successfully placed.

Manufacturer narrative:
(B)(6) 2022 the asset information is incorrect on this report. Closing report and opening MDR-1028232-2022-05952 in its place.